Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented for a unrelated lead repositioning procedure, the screwhead in the set screw was cored out so the screwdriver would not engage it and just rotated around without turning the screw. The device was explanted and replaced. The patient was stable before, during, and after the procedure.